Event description:
It was reported that the patient underwent laparoscopic tep hernia repair on an unknown date and absorbable straps were used. During the procedure, the distal point of the device came loose. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the device was returned with the cannula cap not fully attached to the cannula tabs. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.